Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
The patient reported that from time to time, he feels like the device was poking him with a pin where the device is. There was no redness or swelling, and the patient understood from the clinician that the incision looked good. The device remains in use. No patient complications have been reported as a result of this event.